Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had prime fill and rewind anomaly. The blood glucose was 183 mg/dl at the time of the incident. Customer called back because she is doing a set change and was told to call so we can hear the pump as it was rewinding and filling the tubing. Customer stated that, the insulin continues to drip after motor stops during the manual prime process. Customer reported that, the insulin continues to drip after letting go of the act button during the prime process. Customer stated that, they were not wearing the pump during priming and there was no gap between the piston and the reservoir stopper and was unable to successfully prime the set. The drive support cap appears normal. Customer stated that, the drips are still coming but they are smaller. Customer advised the customer to discontinue using the pump and revert to back up plan. Customer stated she has been monitoring he pump and making adjustment for about 2 weeks before they called trying different sets and reservoirs. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Device was tested with no prime or fill or rewind anomaly noted. Device received with corroded battery tube noted.